Event description:
Ethicon staplers lot #d4gv69 x3 failed to cut during the surgery, and no other staplers were available to use. Surgeon used 1 stapler (different lot) as many times as he could. Surgeon was then forced to open the pt's abdomen to complete the surgery.